Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarms. The customer's blood glucose was 279 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that they removed the cannula. The customer stated that a prong was missing on the infusion set. The customer performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The reservoir will be returned for analysis.